Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited burned tip cover and tip body. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to the use of a high-energy treatment device (laser, radiofrequency, etc.) Without ensuring there was a sufficient distance from the distal end. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use (IFU): operation manual for gif-ez1500 chapter 3 preparation and inspection 3.3 inspection of the endoscope operation manual for gif-ez1500 chapter4 4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.